Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025, the patient had a backup battery fault alarm. The backup battery was exchanged, but since this happened multiple times and the patient was very anxious. Additional information stated that the patient had not been back to the hospital since or reported any additional or further alarms, meaning there was no need for any additional actions yet. On (B)(6) 2025, the patient called the clinic stating that the system controller alarmed with a backup battery (ebb) fault again. The ebb was exchanged which resolved the alarms. It was later reported that both system controllers were exchanged. No further alarms were reported.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file; however, the alarm was not reproduced during testing of the returned system controller and backup battery. Log files were submitted and downloaded for review and data associated with the reported event was observed on (B)(6) 2025. The log files captured backup battery fault alarms on (B)(6) 2025 from 07:21:48 to 09:43:49 and from (B)(6) 2025 at 18:31:54 to (B)(6) 2025 at 08:51:56 due to the backup battery not passing the load test. The backup battery did not pass the initial load test on (B)(6) 2025 due to unloaded voltage measuring under the acceptable voltage of 10.2 v, and the battery did not pass the load test on (B)(6) 2025 due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The returned backup battery (serial number: (B)(6)) was functionally tested at the european distribution center and found to operate as intended during testing. The backup battery was installed in a test system controller and operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without any issues. During testing, multiple load tests were performed and the battery passed each time without issue. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. B) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. B) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.